Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient requires high amps to receive stimulation and is not satisfied with their coverage received with the new ins. The patient does not like recharging daily and cannot use 4 programs due to out of regulation (oor) with new ins. Reprogramming was performed along with cycling. The issue was not resolved at the time of this report. The patient has planned to have surgery. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that the patient's battery was changed back to an older model on (B)(6) 2018. The patient required high amps to received stimulation and was not satisfied with the coverage received from their new implant. The patient didn't like recharging daily and cannot use 4 programs due to out of regulation (oor) with the newer model. The patient has good coverage now and is happy with the implant.